Event description:
It was reported that the customer was hospitalized due to low blood glucose levels. Customer assumed that pump delivered too much insulin. Stated that the reservoir was pushed nearly empty after 24 hrs. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. Co therefore considers this report complete to the best of their knowledge.*